Manufacturer narrative:
Patient weight unavailable. The manufacturer is awaiting the return of the device for evaluation, but has not yet received it.

Event description:
It was reported to a philips representative two days post-procedure that a lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to bacteremia. The physician chose to use a spectranetics 11f tightrail sub-c rotating dilator sheath to extract the lead. While attempting to remove the ra lead, it was reported that the tightrail device became stuck on the lead. The problem occurred when the attempt to remove the device from the lead pulled off the insulation of the lead and could not be removed. The physician had to cut the lead in order to remove the device. It was reported that both leads were extracted successfully with no reported patient harm. This report is being submitted due to the potential for serious injury if the event were to recur. The manufacturer is anticipating return of the device for evaluation, but has not yet received it.

Manufacturer narrative:
D10): device returned to manufacturer for evaluation on 07 july 2020. H6): method, results and conclusions codes populated now that device evaluation is complete. Device evaluation: the device was returned and initially evaluated on 08 july 2020, with final evaluation performed on 22 july 2020, by a cross functional engineering team. It was found that the blades were retracted and in the proper position and the shaft of the device was slightly bent to the left. With the handle halves separated, biologics were present throughout the inside and outside of the device. All 4 trigger tabs showed minimal to normal wear. The barrel and sleeve were in good condition. After x-ray was performed on the device on (B)(6) 2020, nothing was found within the device and no abnormalities of the inner coils were seen. After putting the device back together, trigger pulls were performed. No abnormalities were felt or seen with a series of trigger pulls. With no deficit noted with the trigger pulls and no damage observed throughout the device, it appears that a combination of heavy calcification and biological build-up inside the inner shaft caused the experienced failure.